Event description:
Had left knee replaced at (B)(6) medical center in (B)(6) on (B)(6) 2024 with djo (now enovis) empowr ps knee implant 341-12-706, which is the tibial eplus size 6 left 12 mm implant. According to the maude database, this model has had problems. In my case, the implant came out inside the left knee in 3 weeks and had to be replaced. The revision surgery was (B)(6) 2024. After the revision surgery, the stitching under the skin came out, a hole opened up in the incision and blood and pus and tissue fluid came spurting out. There was also a dome-shaped white bump to the right of the incision, which, when pressed, became boggy. My lower left leg developed cellulitis, and I had to go back up to (B)(6) for 4 days of IV antibiotics and yet another surgery on (B)(6) 2024, to clean out a staph a abscess that had developed because the stitching under the skin came undone. The bump never went away and I unfortunately had a recurrence of the infection on (B)(6) 2025, but this time, it was not as severe, and it was cured with oral antibiotics and antibiotic injections. I had an ultrasound of that bump, and it showed I have had a cystic hematoma from where a blood vessel was apparently improperly tied off during the first surgery and it was bleeding ever since. That is probably why I now have had tests that show I have had anemia and a low rbc count. I have tried to sue the hospital and the surgeon to no avail; in the state of (B)(6), it is impossible to bring a medical malpractice lawsuit because the doctors apparently own the insurance company that represents them. How convenient!!!! In the meantime, I am left with a knee that is still painful, still cannot ride an exercise bike because of poorly fitting implants and have to have it redone all over again by someone unconnected with (B)(6) is the subject of multiple lawsuits and they are being investigated by the fbi, which interviewed me on (B)(6) 2025 because the surgeons were benefitting financially from a compensation and royalty arrangement with the product manufacturer. Apparently, they used these implants in my knee whether or not they worked for me, because each time they used them, they received financial compensation from the product manufacturer and "blackballed" another orthopedic surgeon who refused to go along with the scheme. He has since sued them ((B)(6) md) and is now in (B)(6). I do believe that the implant put in my knee to begin with was defective and that is what started this chain of events. I also have records for everything that I can scan and email to you, should you require them. I lost a tremendous amount of income because of all the time lost from work with all these complications, and I have fallen behind on rent and am very lucky I have not been evicted! I previously had my right knee replaced in the state of (B)(6) while I was teaching up there, and it was done using the mako robotic surgery system and turned out perfectly. I have had no problems whatsoever and that was done (B)(6) 2023. Ref report: mw5171858.